Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: on case (B) (4), customer service was able to complete the error-3 troubleshooting surveys for both meters and during the troubleshooting the customer was able to test her blood glucose on both meters with no error messages. On case (B) (4), the customer was unable to complete the medical survey and customer service made a follow-up call to the customer which is documented on case (B) (4). Note: device manufacture date of freestyle lite meter (B) (4) is 12/10/2009. Device manufacture date of freestyle freedom meter (B) (4) is 01/25/2009

Event description:
A customer reported she received an error-3 display message on her two blood glucose meters when a test strip was inserted into the port. The reported meters were: freestyle lite meter (B) (4) when testing with test strips of lot # 0933728, and freestyle freedom meter (B) (4) when testing with test strips of an unknown lot number. The customer also reported she had an injury, but refused to answer any further survey questions. However while she was still taking to customer service she reported "she was fine". There was no report of death or permanent impairment associated with this event.